Manufacturer narrative:
The stent remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified vessel. The 3.25 x 18 mm xience sierra stent was implanted. Four days post stenting procedure, the patient was re-hospitalized with myocardial infarction. Unspecified treatment was provided and the final patient outcome is unknown. No additional information was provided.